Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, fiducials were administered transperineally prior to spaceoar implantation. Additionally, the procedure was done under general anesthesia. According to the complainant, magnetic resonance imaging (MRI) was performed post procedure and approximately 25% of the circumference of the rectum was infiltrated, consistent with a grade 2 rectal wall infiltration. There were no patient complications reported as a result of this event. The patient has fully recovered at the conclusion of the procedure. The patient will receive external beam radiation therapy (ebrt).